Manufacturer narrative:
(B)(4). Patient information not provided.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy ,the staples did not form normally. The defect area was over sewed after firing. There was no harm to the patient and patient condition is stable